Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, at 09:15, the doctor found that the foley catheter balloon ruptured when removing the tube at the bedside. There was no residue in the patient's body, and the patient did not report any discomfort. A catheter was subsequently replaced at the bedside.